Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Sus voluntary event report: #mw5069645. Event description: voluntary 09-may-2017 11:06:48:00: piece of perclose broke off in femoral artery causing occlusion. Concomitant medical: during procedure, small (approx. 2cm) "foot" piece of perclose broke off in right femoral artery. Subsequent to the initial sus voluntary event report received, the following additional information has been provided: transfemoral transcatheter aortic valve replacement using a 26mm bovine bioprosthesis. The foot of the proglide device was successfully removed surgically. The physician is trained in the use of the proglide device. Calcific plaque was present in the right femoral artery. No additional information was provided.